Event description:
Sales consultant reported a revision surgery on (B)(6) 2013. The sc reported the revision surgery was due to open reduction internal fixation (orif) right femur: nonunion with a broken plate. The original procedure was an implant open reduction internal fixation (orif) of the distal femur fracture in (B)(6) 2012. Reportedly the patient fell at some point approximately 1 month ago. Patient was returned to the operating room on (B)(6) 2013, for removal of a 4.5 variable angle (va) locking compression plate (lcp) and 12 screws. The procedure was successfully completed with no harm to the patient. This report is on (12) unknown screws, it was noted the screws were not broken when removed. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. : this report is on (12) unknown screws, part and lot numbers are unknown. PMA/510(k): without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.